Manufacturer narrative:
The sample device was indicated as available for evaluation. Argon has made three good faith requests for the return of the device, however, as of the date of this report it has not yet been returned. If additional information is provided, a follow-up report will be provided.

Event description:
Catheter was placed in patient''s right lower leg and began to read occluded on the pump. When the PICC was flushed, it would not flush and the catheter began to bubble up by the argon flat part. Catheter was removed from patient.